Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).

Manufacturer narrative:
This device is class1 product so that 510k# is blank. We checked the returned unit and confirmed that the foggy image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the u/d lock lever broken, the insertion flexible tube (ift) buckled, the light guide cable buckled, the light guide cable for control body buckled, the light guide cable for prong buckled, the remote control button cracked, the segment crushed, the bending rubber leak, the remote control button leak, the remote control switch defective, and the bending rubber pin hole ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.